Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The customer confirmed that there was a data communications cable connected to the device. Physio advised the customer to disconnect the cable from the device. The customer confirmed that disconnecting the cable from the device resolved the reported issue and the device was able to boot up normally. Physio-control provided the customer with the part number for a replacement data communications cable. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle when they attempted to turn the device on. As a result, defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.